Event description:
The device was returned to the service center with a report of the connector for the power supply was loose. This does not indicate a reportable malfunction. However; during verification testing at the service center while operating on ac power the ac adaptor came out of the 3vdc port. At this time, the device powered off by itself displaying power loss with no audible alarm tone.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.